Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and hv therapy. Programming changes were made.